Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was likely due to bending overload and improper alignment.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip arthroplasty procedure that utilized an acetabular cup inserter on an unknown date. During the procedure, the threaded tip of the inserter fractured while the cup was being impacted into the acetabulum. The cup was removed as the threaded tip remained in the apical hole. Another cup and inserter were used to complete the procedure.